Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 05/29/2018. Device returned to manufacturer? Yes. Device evaluation: the intraocular lens (iol) was returned at the manufacturing site for evaluation. Visual inspection showed that the product was cut in pieces, most probably to make the explant possible. Considering the condition of the lens additional analysis was not possible. The customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no similar complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is during 2017. The lens remains implanted. However, there is a planned explant in the near future. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zlb00 20.5 diopter intraocular lens (iol) is planned to be explanted in the near future because the patient is experiencing haze and requested an explant. No additional information was provided.

Manufacturer narrative:
Additional info: additional information was received and it was learnt that the intraocular lens model zlb00 +20.5 diopter was implanted in the right eye of the female patient on (B)(6) 2017. It was later explanted on (B)(6) 2017 because the patient was complaining of seeing halos all the time. There was no incision enlargement to remove the lens, no vitrectomy was performed, no sutures were used and no patient injury was reported. A non-j&j lens (+20.0 diopter) was implanted as a replacement. Post-op the patient was reported as 20/20 -1. Updated the following fields: date of birth: (B)(6). Sex/gender: female. Outcomes attributed to adverse event: updated from other to required intervention. If implanted, give date: (B)(6) 2017. If explanted, give date: (B)(6) 2017. (B)(6). Health professional: yes. Occupation: physician. (B)(4). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.